Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the small grasping retractor (part# 470318-10/ lot# n10200713/sequence# 0038) associated with this event has been performed. Per this review of the logs, the small grasping retractor was last used on (B)(6) 2021 on system serial# (B)(4) with 3 uses remaining. There was no image or video clip submitted for review. Based on the information obtained from failure analysis investigations, this complaint is considered a reportable event because prior to starting a da vinci assisted procedure, the small grasping retractor was noted to have a frayed cable. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci assisted procedure, the small grasping retractor had a frayed cable. Per subsequent follow-up, it was clarified that the procedure was completed with no patient injury.